Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 7.6 mmol/l. The customer stated that the keypad was unresponsive. Customer stated that there is no significant events leading to the alarm. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms noted during testing. The pump was received with cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, and a cracked case near the display window corners.